Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a gastric bypass procedure, after firing the first part of staples were correct, but last part of the stapler was not consistent. To be sure of no leakage the surgeon sutured the last part again. Another device was used to complete the procedure. There were no adverse consequences for the patient.